Manufacturer narrative:
Hotline worked with the customer, but they could not find the source of the leak. A field service engineer (fse) was dispatched on (B)(4) 2011: the fse inspected the instrument and found broken probes on the wash station. The fse replaced probes, cleaned other probes, cuvettes, and spill in the hydro. The fse calibrated chemistries, ran qc, and verified proper operation. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that a blue colored fluid was leaking onto the floor beneath the hydro in synchron cx9 alx analyzer. No injury was reported in connection with this event.